Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose of 1100 mg/dl. The customer's blood glucose was 264 mg/dl at the time of call. The customer reported via phone call that there was leak on the infusion set and air bubbles in the reservoir. The insulin pump will not be returned for analysis.